Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set tubing detachment from connector event on 05-sep-2024. The infusion set was in use for 72 hours. The glucose level was 15.2 mmol/l. No further information available.